Event description:
It was reported that during the laparoscopic gastric band procedure, when generator was taken off standby ready for the testing phase error code 3 displayed without any pedal being depressed. When the standby button was pushed to test again the same error code displayed. A new hand piece was opened and the procedure was completed without incident.